Event description:
A report received stated that prior to use the endobronchial tube's cuff could not be completely deflated. There was no patient involvement.

Manufacturer narrative:
Further investigation efforts for customer reports of the cuff not deflating were completed on (B)(4) 2014. Investigation results revealed the following: investigation of deflation issues associated with the brochocath products has demonstrated that the polyurethane material of the tracheal cuff may collapse in a non-symmetrical manner during deflation. This may create a seal around the perimeter of the notches in the catheter, which may block the path for air extraction during cuff deflation. Additionally, the investigation has shown that the difficulty associated with cuff deflation is most likely to occur when the tube is bent near the interface between the notch opening and the cuff wall, and when the notched openings are oriented to the outside of the curvature. Information has been added to the database, and trends will continue to be monitored. (B)(4).

Manufacturer narrative:
The batch paperwork for the returned lot was reviewed and confirms that the lot was manufactured to meet all quality requirements. One sample was returned for evaluation in a sample bag along with its original pack. Visual examination of the returned unit shows no sign of defect. The returned unit was inflated using manufacturer parameters. Both cuffs on the returned unit inflated without defect or restriction noted. Both cuffs deflated without incident. The stylet wire was removed from the tubing and both cuffs on the returned unit were re-inflated. Both cuffs were deflated without issue. The returned unit was inflated / deflated three times without issue. The reported defect could not be detected on the sample returned for evaluation when testing the tube with the stylet wire in place or when it was removed. (B)(4).

Manufacturer narrative:
(B)(4).